Manufacturer narrative:
Patient identifier and age were not made available from the site. As the suspect cooling catheter is disposable and was discarded by the site, it will not be returned to manufacturer for analysis. No parts were replaced. No further issues have been reported.

Event description:
A visualase representative reported that, at the end of a laser thermal ablation therapy procedure, they noted that the catheter tip was charred. The medtronic representative reported that the surgeon ablated three times with the laser at the same location, which goes against the product instructions for use (IFU). No further details regarding this issue were provided. The surgeon successfully completed the procedure. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The instructions for use (IFU) that accompanies the device contains the following warning regarding repeated laser ablations, "warning: using any vclas for repeated laser applications without pulling the fiber back inside the catheter may increase the risk of melting the catheter." This device is included in the medical device field correction notification, "visualase cooled laser applicator system (vclas)" (april 2016). The revised instructions for use (IFU) were also provided with the notification.